Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Manufacturer narrative:
Analysis of the system data indicates that there are no known immulite 2000 system issues which could have contributed to the discordant low immulite 2000 ipth test results. The discordant results can be attributed to a suspect lot (10067) of aquisel sample collection tubes used by the customer. The instrument is performing within specifications. Additional lot # 252, expiration date: 07/31/2010; lot # 254, expiration date: 09/30/2010.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.

Event description:
Discordant low immulite 2000 ipth assay results were obtained by the customer and questioned when compared to the results of these patients run previously. The customer is certain that the cause of the discordant low ipth results can be attributed to a suspected lot of their aquisel sample collection tubes. There was no known report of patient treatment being altered or adverse health consequences due to the low discordant ipth assay results.